Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015-02339 / 2016-02327/02444). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately three years post-implantation due to pain from metal on metal articulation issues and elevated metal ion levels. A review of invoice history confirms the head were removed and replaced with a ceramic head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately three years post-implantation due to allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in medical records indicates the patient's left hip was revised approximately 3 years post-implantation due to pain. During the revision procedure, fluid was noted within the joint. The femoral head was removed and replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, b4, b5, d9, e1, e2, e3, e4, g2, g3, g6, h2, h3, h6, h10 h6: component code: mechanical (g04) - head. One m2a-magnum mod hd sz 44mm item# 157444 lot# 673370 was returned and evaluated. Upon visual inspection there damage to the inside of the taper and to the face of the device. The outer diameter also shows scuffing. Device history record was reviewed and no discrepancies relevant to the reported event were found. The additional information does not change the outcome of the previous investigation. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.